Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade I". Healthcare professional, through regulatory agency, reported "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
E1. Zip code continued: (B)(6). E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade I.